Manufacturer narrative:
E1: patient city :(B)(6). Patient country: spain. Establishment name: medtronic minimed street: 18000 devonshire street city: northridge state, province or territory: ca california country: united states of america post office or zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It is reported that the patient faced high blood glucose levels over 300 mg/dl on (B)(6) 2026 as by changing the infusion set between four or five days of wear due to use of extended wear infusion set. The patient was treated by change of set pen correction.